Event description:
It was reported the device did not display an acoustic signal even though blood pressure was below the alarm limit. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) reaching to the customer and was informed the audit logs were saved to a usb stick that was lost. Due to the lack of further information and logs on the reported problem, no analysis of the error is possible. No further bugs have been reported in this regard. The engineer was unable to provide their analysis findings as the customer was unable to provide any more information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.